Manufacturer narrative:
(B)(4). Eval, results: (dissection).

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the proximal rca during index procedure. It was reported that the second stent in the proximal rca was implanted to treat a dissection after the stent implantation to cover the target lesion.

Event description:
At 30 day and 3 month follow ups patients worst angina status was reported as I per the (B)(6) of angina.